Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an open reduction internal fixation (orif) of an ankle, the handle of the stardrive screwdriver was cracked. The surgeon was aware that handle would likely crack during use and coban elastic bandage was wrapped around the handle. When the surgeon turned the screwdriver one time, the handle made a popping noise and was cracked. All of the pieces were retained inside the coban elastic bandage that had been wrapped around the handle. There was no surgical delay. Routine intraoperative x-rays were taken, standard for the procedure. Another screwdriver was used to successfully complete the procedure. Patient outcome was unknown. Concomitant device/s reported: coban elastic bandage (part# unknown, lot#: unknown, quantity# unknown); unknown screw (part# unknown, lot#: unknown, quantity# 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part 314.115, lot 4879560: release to warehouse date: november 04, 2004. Manufactured by synthes brandywine. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: the stardrive screwdriver t15 was received with the distal portion of the handle broken. The fragments were returned. Discoloration along the screwdriver was observed which would not contribute to the complaint condition. Based on the visual inspection, the received condition of the returned device agrees with the complaint description, therefore the complaint is confirmed. Dimensional analysis proximal to the breakage area was performed. The screwdriver shaft outer diameter proximal to the handle was measured and was within specifications. The screwdriver handle outer diameter flat to flat measured and was within specifications. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Relevant drawings for the returned device were reviewed. While no definitive root cause could be determined, it is possible that the age of the returned device (13+ years old) with repeated sterilization cycles and unintended forces to the handle contributed to the reported condition of broken handle. The device handle is composed of phenolic le grade material which is susceptible to becoming brittle after repeated thermal cycle. The complaint condition is confirmed as the handle is broken into multiple pieces. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome was stable. The device was confirmed to be broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.